Manufacturer narrative:
Event #1. (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: customer reported three (3) patients have experienced final compounded bags running dry prior to the end of the infusion time. This report is for patient #1. There was no reported patient injury.

Manufacturer narrative:
Event #1. This report has been identified as b. Braun medical inc. Internal report number (B)(4). Logs and compounding activity reports (cars) were provided for review. The compounding activity reports, which show the list of source solutions compounded for an individual order, revealed that the orders in question all fell within +/-3% on the final weight check, with the lowest one being about -2.5%. While this is a gravimetric weight check, and not a volumetric weight check, a much lower % variance on the volume as compared to the weight would mean that a heavy ingredient over-dispensed and all or some of the lighter ingredients under-dispensed. In the case of the order in question, the only ingredient that is significantly heavier than the others is dextrose 70%, which is only 10% of the orders by volume. If we were to assume that the final volume is -5% of the intended volume, and the weight was only -2.5% of the intended weight, that could have happened if d70 over-dispensed by >100% and the rest of the ingredients would have needed to under-dispense by >15%. Apex occlusion bounds are in place to mitigate against any single ingredient's over-dispense or under-dispense. Since no occlusions were overridden on any of these orders, it does not appear that the individual ingredient inaccuracies occurred that would cause such a difference between the % variance (weight) and the % variance (volume). If additional pertinent information becomes available a follow-up report will be filed.